Manufacturer narrative:
(B)(4), unavailable, unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during 6 week routine post-op inspection by the surgeon, he observed that both the cages had subsided, both patients are relatively asymptomatic, I say relatively because both of them have no pain, but one of them may get a revision for having lost some sagittal balance as a result of the cage subsidence. Procedure and patient outcome are unknown. This complaint involves one (1) device.